Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could lead to a very low or very high bg level. You can always adjust the insulin units up or down before you decide to deliver your bolus.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a 25 unit bolus, but that the pump only delivered 5 units. Tandem's technical support (cts) confirmed the customer's carbohydrate ratio was 7 grams to 1 unit. Reportedly, the customer thought that they had entered the units manually; however, the customer inputted the amount of carbohydrates. There was no impact to the customer's blood glucose level.